Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery it was found that the needles was dull. The surgery was completed with a new one as standalone with no error message. Procedure details was not reported.

Manufacturer narrative:
Based on the information received following the submission of the initial report, it has been confirmed that the suspect product involved is an ophthalmic cystitome and cannula, not an ophthalmic knife. The event involving a dull needle for the cystitome and cannula is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num 2523835-2024-01126. The manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information received indicating that the suspect product is ophthalmic cystitome and cannula not ophthalmic knife.